Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided for a review to the consulting clinician which noted," a revision event x2 may be confirmed, but the sides were not provided for the implant logs and no op notes to confirm the events themselves. No root cause can be ascribed to the cases as there were no medical records, x-rays or other materials to assess." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's hip was revised due to pain. The available medical records were provided for a review to the consulting clinician which noted that a revision event x2 may be confirmed, but the sides were not provided for the implant logs and no op notes to confirm the events themselves. No root cause can be ascribed to the cases as there were no medical records, x-rays or other materials to assess. The event could not be confirmed nor the root cause be determined because insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
This pi is for revision of the patient's left hip on (B)(6) 2019. While gathering information for a revision of the patient's left hip on (B)(6) 2021 the rep was told of a prior revision on (B)(6) 2019 due to patient complaint of pain. A 36f 10° insert was exchanged for another of the same catalog. Rep was not present for the procedure in 2019. Rep provided implant information for all surgeries and the primary operative report, and confirmed that no further information will be released by the hospital or surgeon.